Event description:
During preparation for an atrial fibrillation ablation procedure a sideport detachment occurred. While opening the packaging the sideport detached from the sheath. A new sheath was used for the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.